Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced a bent in infusion set cannula. The patient faced two events, first event occurred on (B)(6) 2024 and second event on (B)(6) 2024. Both the events occurred within 3 hours of insertion. The insertion site was at waist. The patient blood glucose level was monitored with unknown specific value. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-00319 - device 1 of 3.